Event description:
It was reported that the patient presented in the ER after receiving multiple inappropriate shocks due to noise. The lead was capped and replaced. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.